Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to a pocket infection. The patient was administered antibiotics and another system implant is planned at a later date. No further adverse effects were reported.